Event description:
Merit medical systems discovered that 20 non-sterile custom radiology kits had been shipped to a hospital. The intended recipient of this non-sterile kit is another division, a custom procedure tray manufacturer who performs further processing such as sterilization. Instead, the other division purchased the subject products in 2004 and advised merit to drop-ship them directly to a hospital. Once discovered, merit contacted the hospital. Although labeled as non-sterile, the hospital reported that all 20 units had been used. Of the 20, the hospital determined that only 6 possible pts were affected. These 6 were discharged normally after their procedures and have not reported back to the hospital for any type of follow-up treatment. The hospital notified these 6 pts by letter on, or about, september 2004.